Manufacturer narrative:
Device sp14003 has been inspected for investigation purposes. A mechanical inspection was performed and included a tightening of the fisso arm. Following this action, further inspection confirmed that the device was in specification and fully functional.

Event description:
It has been reported that during a surgery, the robot stand reference articulated arm was non-functional. A surgery delay of 5 minutes has been reported.